Event description:
Burning smell noted upon entering room. Discovered sheet on bed alarm to be charred with a yellow color. The bed alarm pad was hot to the touch with a yellow charring area, and smelled like mechanical burning. A nurse walked into her patient's room and noticed a "burning" mechanical smell. She investigated and discovered that the poseyt elite bed pad that the patient had been laying on for less than 24 hours had "sparked" and burned the blanket under the patient. The bed alarm pad was "hot" to the touch and had a yellow charring area in the center of the pad (approximately 5 x 4 in size). There was no harm to the patient. Dates of use: (B)(6) 2017. Diagnosis or reason for use: prevent patient from falling.